Event description:
Material # 326702 material description - syringe insulin 1cc 30g x 8mm material lot# - 4009077 complaint description ¿ users have reported that these syringes blocked and prevented blood return. Some interveners have even witnessed these problems during injection accompaniments. Notes: product image provided by the customer is attached for further reference.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.